Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the grasper did not fully close. Also, laser markings are faded. Upon functional testing, it was noted that the device did not work as required. This cause remains to normal wear and tear.

Event description:
On the 14th december 2022 it was reported to me that an ar-13997mf (multifire fastpass scorpion) - (batch# unknown) was received back from a customer in an ols kit tagged as broken. No further details are known.